Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during testing, the battery cap and battery compartment were observed to have stripped threads. The cap was unable to attach on to the pump. A test cap was used for investigation. Additionally, the keypad cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery cap and battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.